Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a rupture. This record relates to the right side. Healthcare professional later confirmed rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic. In the video only observed a side explant but I can¿t confirm which side. Additional observations: ¿ no other observation in the device no further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. This record relates to the right side. The device status is unknown.